Manufacturer narrative:
Date of initial report sent: 11/12/2009.

Event description:
Procedure type; c-section. According to the reporter: the needle broke while passing through tissue. X-rays were taken but needle could not be located. Completion of the procedure could not be reported. It could not be reported if there was a delay in or time or if additional bleeding occurred. Additional information will be reported.